Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 593326001, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 590148010, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which the previous aus device was removed due to unknown reason and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient presented recurring incontinence. The issue with the device is unknown. The previous aus was implanted in 2009.